Event description:
The customer contact reported a burnt ac power cord. The device was returned to the sterile processing dept with an unsigned note that stated, "the device started smoking." During examination of the ac power cord of the user facility, a burnt hole was found. There were no reported adverse pt events while the device was in clinical use. Though requested, no further info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.